Manufacturer narrative:
D10: 190-30-08 - alteon ha s clr std sz 8: (B)(6); 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6); 01-030-01-0758 - alteon cup clstr g7 sz 58: (B)(6); 01-030-40-0736 - alteon xle lnr ntrl g7 36: (B)(6); the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced delayed wound healing. As a result, the patient underwent wound debridement for further fibrinous tissue, to which dressing was applied. Follow up appointment shows that wound was healed without any further intervention. No further complications or complaints were found. No other information is available.